Event description:
It was reported that the device was used during a colon resection procedure. It was reported by the rep that the surgeon fired the tlc55 instrument the first time and it worked, the device was reloaded and placed into position and fired. The surgeon stated that it did not cut tissue satisfactorily on the 2nd firing. The surgeon did not open another reload. The instrument was reused for the 2nd firing. There was no consequence to the patient.